Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device not returned.

Event description:
It was reported by patient's counsel as a result of a legal claim that on (B)(6) 2009 the patient underwent a right tha with an accolade tmzf stem and lfit v40 femoral head and was revised on (B)(6) 2018. Surgical findings during revision surgery were "the entire trunnion of the femoral component had worn away and the head had disarticulated from the femoral component."